Event description:
Exeter intermedullary plug was being inserted into femur when surgeon noticed the cone tip had broken off in the inserter. This happened at the correct femoral depth for plug. Surgeon was happy not to insert a second plug. No delay ensued and operation was completed with no further issues. No defect was noticed in inserter prior to insertion.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding intraoperative fracture involving an exeter bone plug was reported. The event was not confirmed. Medical records received and evaluation not performed as no medical records were provided. There have been no reported discrepancies for the referenced lot. There has been one other event for the reported lot. The exact cause of the event could not be determined because examination of the reported device is needed to complete the investigation for determining the root cause.

Event description:
Exeter intermedullary plug was being inserted into femur when surgeon noticed the cone tip had broken off in the inserter. This happened at the correct femoral depth for plug. Surgeon was happy not to insert a second plug. No delay ensued and operation was completed with no further issues. No defect was noticed in inserter prior to insertion.